Event description:
Customer reported to beckman coulter, inc (bec) that there was a blue clear liquid (clenz and diluent) leak in the manual probe area of the coulter lh 780 hematology analyzer. Customer reported that the volume of the leak was about 5 ml. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found fluid leaking at the blood sampling valve (bsv). The fse found the tubing at the bsv had disconnected. The fse reinstalled the tubing. The fse determined the fluid that leaked was isoton. The fse also performed preventive maintenance.

Manufacturer narrative:
(B)(4).